Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the pt had gone to the emergency room due to the shocking pain, coughing and choking. The pt had a recent fall and had a black eye when she was seen by the physician. The pt was disabled at the time to see if the pain resolved and pt was referred the surgeon for evaluation. The surgeon suspected a potential lead break was causing the issues so the pt had a full revision. The pt is doing well since replacement. There were no medication or settings changes prior to the start of the issues. Good faith attempts for more information have been unsuccessful to date. Good faith attempts for product return are in process.

Event description:
Additional information was received that indicated that good faith attempts for product return have been unsuccessful to date.